Manufacturer narrative:
Upon further review of this record, it was determined that this is a duplicate of an event previously reported under MFR report #2518422-2023-16094. This report is therefore being redacted. Any additional information will be submitted under the initially reported MFR# 2518422-2023-16094.

Manufacturer narrative:
E1 reporting address line 1: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1104 - backup alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the cause was malfunction of the piezoelectric buzzer on the cpu board. Investigation is ongoing.